Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink set leaked during an infusion of cytoxan (50 mg/kg for total dose of 3,245). A tiny bubble of fluid was pooling on the IV tubing at the syringe port access site of the filter line segment. The linens, patient's clothing, and tubing segment were replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.